Event description:
It was reported that the patient presented in the emergency room. It was found that the patient had sustained cardiac perforation by their atrial lead, resulting in pericardial effusion. Pericardiocentesis was performed on (B)(6) 2021. Lead repositioning was attempted. Upon removal, it was noted that the helix would not fully extend after being retracted. The lead was then explanted and replaced. The patient was in stable condition.